Manufacturer narrative:
The purpose of this investigation was to examine the as-received component. The additional components associated with this device are contained in (B)(4). The returned reflection shell was examined visually and microscopically. No destructive testing was carried out. Scratching was observed on the non-articulating surface and superior face of the reflection shell. Sem/edxa spectrum analysis of the non-articulating surface and superior face of the reflection shell revealed signs of zirconium indicating contact between the femoral head and the acetabular shell. The damage observed on the reflection shell was due to repeated contact between the femoral head and acetabular shell as reported.

Event description:
It was reported that revision was performed due to loosening.